Event description:
The lay user/patient contacted lifescan, alleging that the product was having the following issue: meter reverting to set-up mode, which was unresolved with troubleshooting. There were no allegations of harm or injury. The patient also reported that the ok button was not functioning, which was also unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.